Event description:
It was reported that the pt underwent revision to exchange the elbow pin and bushings due to fracture of the pin, bushing wear, and synovial metallosis.

Manufacturer narrative:
Evaluation summary: no devices or photos were returned therefore the condition of the components is unk. No other complaints of any type have been reported with the reported lots. The zimmer "coonrad/morrey total elbow" booklet included with the implant states that the pt must not lift more than five pounds with the operated arm. The activity level of the pt is unk; however, the supplied operative report states "the pt has been admittedly overactive with the right arm". This could indicate the pt is non-complaint with the five pound restriction. Failures of the linkage were previously investigated and as a result, the design of the inner pin was modified to increase the performance of the pins. The reported pin was produced prior to this change. With the supplied info an exact cause cannot be determined at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.